Manufacturer narrative:
Pressure switch on hydraulic sub-assembly.

Event description:
It was reported by service report that the pressure switch on the hydraulic sub-assembly was leaking. No pt involvement or adverse consequences are reported.